Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Iol returned in unknown cartridge. The iol is cut in two inside the device, the optic is bent/deformed. One haptic is broken/torn and is returned adhered to the tip of the cartridge, the other haptic is attached to the optic. Solution is dried on both surfaces of the optic and haptics. Unable to perform power and resolution testing due to the condition of the returned iol. No root cause identified as the reported complaint "poor postoperative results" could not be confirmed. Unable to perform power and resolution testing due to the condition of the returned iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced poor postoperative results and visual acuity was not good for both uncorrected va and corrected va and it was difficult to see after surgery. The iol was explanted and exchanged in a secondary procedure for non-company lens. Additional further information requested.